Event description:
Clinic staff found a magnet rate of 80 and could not communicate with the device. Explant was recommended due to magnet rate indicating eri. Requested that the device be returned from analysis. In 2006, device received from unknown source without an oos report.

Manufacturer narrative:
This device was not returned for analysis yet. The analysis is therefore, based on the complaint description only which indicates that the device reached the eri battery status. The root cause for the loss of telemetry can only be determined during a destructive analysis, but may be correlated to the battery depletion as indicated by the magnet rate of 80 bpb. Device was returned to company 9/14/2006, after the initial oral complaint.